Event description:
Before a coronary drug eluting stenting treatment procedure, stent damage was noticed. After removing the 2.50 x 24mm taxus express2 drug eluting stent from packaging stent damage was seen. The procedure was successfully completed with a 2.50 x 23 mm mini vision stent. No patient complications were reported.